Manufacturer narrative:
Initial reporter facility name: the first affiliated hospital of tianjin university of traditional chinese medicine. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap extended life pd transfer set could not be tightly connected to a minicap (baxter) which caused iodine to leak out at the connection point. After two consecutive replacements of the minicap, the connection was able to be made to a new minicap. The reporter alleged the transfer set as the cause of the issue. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye noted a damaged female connector. Leak testing was performed with the returned minicap attached to the female connector and a leak was observed beneath the minicap. The set was re-tested with an in lab minicap and a leak was observed beneath the minicap. Clear passage and clamp function testing was performed and no issues were observed. The reported condition was verified. The cause of the condition was determined to be manufacturing related. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.